Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow, down arrow, and ok keypad buttons required multiple presses to elicit a response. The reporter denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump on a belt and cleaned the pump with a dry cloth. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive and required excessive force to respond. During investigation, evidence of contamination was found under all key contacts.